Event description:
Surgeon was performing a laparoscopic bowel resection when the tip of the harmonic scalpel broke off in the patient's abdominal cavity. The tip was retrieved and the patient suffered no injury. The scalpel had been tested before use and was in working order.

Event description:
Surgeon was performing a laparoscopic bowel resection when the tip of the harmonic scalpel broke off in the patient's abdominal cavity. The tip was retrieved and the patient suffered no injury. The scalpel had been tested before use and was in working order.